Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 31-dec-2025, it was reported by an arthrex employee via (B)(4) that (qty. 2) of an ar-8926ss knotless t-rope experienced a malfunction. When the doctor pulled the sutures one by one to close the syndesmosis, the tightrope sutures broke; another tightrope was provided to perform the repair, and when the sutures were pulled again, they broke. This was discovered during the case with no patient harm.